Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The communication printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system displayed an error message of a bad temperature sensor. No patient injury was reported.